Event description:
The patient was hospitalized due to seizures. The pump contained lioresal. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2011, explanted:, product typ catheter. (B)(4).